Manufacturer narrative:
It was not possible to determine the root cause, since the device was discarded at the user facility. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.